Manufacturer narrative:
This report is being filed to correct field d6b: explant date.

Event description:
It was reported that the patient implanted with this pacemaker traveled to another country to visit family. While out of their home country, the patient experienced dizziness and slightly fainted. The patient reported that their left ventricle was "leaking blood." Additionally, the patient reported that this pacemaker exhibited an unspecified product performance issue. Surgical intervention was undertaken. This pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported. The product was retained by the hospital. The patient didn't have the specific date of implant and only indicated that the explant occurred in 2024, therefore, an estimated date was used. Additionally, the patient was unsure of the physician's name or hospital information where the explant took place. No further details were provided or available. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker traveled to another country to visit family. While out of their home country, the patient experienced dizziness and slightly fainted. The patient reported that their left ventricle was "leaking blood." Additionally, the patient reported that this pacemaker exhibited an unspecified product performance issue. Surgical intervention was undertaken. This pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported. The product was retained by the hospital. The patient didn't have the specific date of implant and only indicated that the explant occurred in 2024, therefore, an estimated date was used. Additionally, the patient was unsure of the physician's name or hospital information where the explant took place. No further details were provided or available. If pertinent information is provided in the future, a supplemental report will be submitted.